Event description:
On 3/2: customer reports fluoro failed during a retrograde cystogram (no patient information made available by customer). Customer was able to complete the procedure. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.